Event description:
It was reported that the patient passed away from an unknown cause on (B)(6) 2022 at a memory care facility.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported event could not be conclusively determined through this investigation. The patient expired at memory care facility. No equipment is returning, and the equipment was functioning properly. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for vad-59315 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 13aug2015. No further information was provided. The manufacturer is closing the file on this event.